Event description:
Dexcom updated their ¿follow¿ app for the dexcom g6 device. Since this app update, alarms are transmitted every 5 minutes, whether cleared or not. This is causing false positives for low blood sugars that have already been handled/ treated. We have talked to dexcom multiple times with no resolution. They have failed to return phone calls on multiple occasions. Details: follow app version: (B)(4) (updated during problems) phone app is installed on: (B)(6). Not working correctly. FDA safety report ID # (B)(4).